Manufacturer narrative:
The reported lot # 10885403244056 was not found for the reported catalog # 10037032. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris smartsite gravity burette set had a component separation issue. The following information was provided by the initial reporter: "base of burette came off during use, saline given."

Manufacturer narrative:
Follow up MDR for device evaluation. A 10037032 sample was not available for investigation, however the customer provided a photograph to assist the investigation; analysis of the photograph confirmed the customer's experience as the base of the burette was detached from the burette body (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the base of the burette during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. The lot number provided by the customer was not the lot number of the 10037032 product, and appears related to the barcode of the product; therefore it was not possible to review the production documentation for this particular product. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10037032 set in the past 12 months.

Event description:
No additional information.